Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that 1 bd micro-fine ultra ¿ (31g) x 5mm needle was too long. The following information was provided by the initial reporter : material no. Unknown batch no. Unknown. It was reported that pain was experienced during injection. Stated the pen needles are too long and are hitting bone. A patient using 5 mm bd needle experienced pain during injection further stating the needles are too long and are hitting bone. The patient additionally reported re-using needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Device manufacture date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd micro-fine ultra ¿ (31g) x 5mm needle was too long. The following information was provided by the initial reporter : material no. Unknown batch no. Unknown it was reported that pain was experienced during injection. Stated the pen needles are too long and are hitting bone. A patient using 5 mm bd needle experienced pain during injection further stating the needles are too long and are hitting bone. The patient additionally reported re-using needles.